Event description:
A falsely elevated troponin I result of 1.33 ng/ml was obtained on a pt sample. The result was reported to the physician. A sequential sample was tested and a result of 0.03 ng/ml was obtained. The original sample was retested on an alternate analyzer and a result of 0.02 ng/ml was obtained. It is unknown if pt treatment was prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was sample integrity.

Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the faulty elevated troponin I result was sample integrity. The IFU for dimension ctni flex reagent cartridge contains the following info: "specimens should be free of particulate matter to prevent appearance of fibrin in serum samples, complete clot formation should take place before centrifugation." The instrument is performing within specification.